Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has an energy selection fault. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device has an energy selection fault. There was reportedly no patient involvement. The customer worked with the field service engineer fse). The fse indicates an optical switch malfunction. The optical switch needs to be replaced. The philips representative has identified this as the malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site. Please note that currently the site is on covad lockdown and therefore the servicing has to wait till the lockdown is removed.